Event description:
This patient expired on (B)(6) 2013. This device was explanted on (B)(6) 2013. Additional information was provided informing us this patient received 9 shocks at the time of death. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the returned lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection showed cuttings in the insulation and severe deformations of the distal and proximal shock coils and of the outer coil which resulted most likely from the explantation procedure. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.